Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that: "valve difficult to push through on 18fr manta. Completed with this device." Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the manta was difficult to push through the hemostatic valve. After three good-faith effort attempts, no further information was obtained. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "valve difficult to push through on 18fr manta. Completed with this device." Additional information has been requested from the account.